Event description:
Circulating nurse set up pump then went home. Halfway through case, the doctor noticed the shoulder joint was "huge" and the fluid was leaking through. The pump was checked and found to be reading 300 mm pressure.

Manufacturer narrative:
We are in the process of trying to obtain the subject product for evaluation. As a result no conclusion can be drawn. If subject product is returned we will evaluate and submit a follow up report.